Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant data on the cell-dyn ruby analyzer. The following data was provided : sid: (B)(6). Hct initial 27.5, repeats 43, 23.7%. Platelet initial 10.3, repeat 6.26, 9.51. Wbc initial 1.22, repeats 0.72, 1.22 k/ul. Sid: (B)(6). Hct initial 25.3, repeats 49.3, 21.5, 21.8%. Hgb initial 8.38, repeat 16.2, 7.38, 7.50 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Specimens were likely not mixed before the second runs, and the results were incorrect and flagged. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.